Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 85% to 0% within one day which resulted in the pump shutting down. The customer¿s blood glucose was 211 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.